Event description:
It was reported that the patient was experiencing an increase in seizures and was admitted into pediatric neurology¿s care. No data was present in the manufacturer's programming history database. No additional relevant information has been received to date.